Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results were obtained from two patient samples while using the vitros eciq immunodiagnostics system. The investigation could not determine a definitive assignable cause. Pre and post service within run precision testing was acceptable indicating an instrument issue was not a likely contributing factor. However, as the pre-service within run precision testing was not performed as designed, an instrument issue addressed by the service actions cannot be entirely ruled out as a contributing factor. Based on the historical trop I qc data from the vitros eciq immunodiagnostics system, there is no indication that the vitros trop I reagent contributed to the events, although it cannot be entirely ruled out as the customer was not processing qc material at or below the assay url of 0.034 ng/ml. Performance of the reagent at concentrations <url therefore cannot be confirmed. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacturer recommendations so it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from two patient samples (patient 1= 0.068 versus <0.012 ng/ml; patient 2= 0.079 versus 0.013 ng/ml) processed on a vitros eciq immunodiagnostics system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es result for patient 1 was reported from the laboratory, however a corrected report was subsequently issued for this sample. The higher than expected vitros tropi es result for patient 2 was not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).